Event description:
It was reported that the patient had a lead explanted and replaced with a paddle lead in (B)(6) 2010. It was noted, the manufacturer¿s representative (rep) had no knowledge of the physician or the surgical case that occurred four years ago. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 377645, lot# v009914, implanted: 2006 (B)(6), explanted: 2010 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient. (B)(4).